Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer also experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display returned. Customer was advised to monitor pump. Customer reported that blood glucose was not low at the time of call and declined troubleshooting. The insulin pump will not be returned for analysis.